Event description:
It was reported that during a pci procedure, the liberte monorail stent detached from the delivery device during withdrawal. The lesion being treated was located in the 90% stenotic and calcified mid right coronary artery (rca). The liberte monorail delivery device was unable to pass through the proximal rca; therefore, the delivery system was withdrawn. The liberte monorail stent dislodged from the delivery device during withdrawal, and was retrieved with a snare. No pt complications were reported, and pt status was reported as 'good'.